Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Baxter received three samples for evaluation; two used samples and one unused. The samples were visually inspected; functional, clear passage and pressure tests were performed. The female luer adapter was attached to the solution container, the set was primed and flow was observed. It was observed that one of the used samples was missing a two piece luer lock assembly. The reported condition was confirmed in one used sample. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).additional information: the cause of the reported condition was identified as related to the insufficient application of solvent between the tubing and male luer components. The operators of this assembly have been made aware of this complaint and proper solvent application technique for this assembly. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the root cause of the reported condition is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type catheter extension set leaked. This occurred during a patient infusion with morphine, tpn (total parenteral nutrition) basics and lipids. The reporter stated that the tubing became separated at the bond just below the male luer lock adapter with retractable collar. The male luer lock adapter with retractable collar remained attached to the non-baxter threaded lock cannula. There was no patient injury or medical intervention associated with this event. No additional information is available.